Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent system that are cleared in the us. The 510 k number and pro code for the lifestent vascular stent system products are identified. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: uhl, c., betz, t., pfister, k., töpel, I., & steinbauer, m. (2019). Remote iliac artery endarterectomy with selective stent use at the proximal dissection zone in transatlantic inter-society consensus c and d lesions. Journal of vascular surgery, 69(4), 1143¿1149. Doi: 10.1016/j.jvs.2018.07.067.

Event description:
It was reported in an article from the journal of vascular surgery titled " remote iliac artery endarterectomy with selective stent use at the proximal dissection zone in transatlantic inter-society consensus c and d lesions " that remote iliac artery endarterectomy (riae) without stenting of the transection zone (group 1) was compared with riae with stenting of the transection zone (group 2). The early arterial occlusion was identified in 3 patients; treated by iliofemoral bypass and persistent lymphorrhea (>7 days) occurred in 11.3% of cases which resolved without further therapy. A major amputation was performed in three cases because of necrosis of the leg and rampant infection signs. A wound infection was observed in 3 patients and received antibiotic therapy along with revision of the wound with excision of the necrosis and negative wound pressure therapy. A significant restenosis at the transection zone occurred in 1.7 % during follow up; all of these patients had repeated onset of claudication symptoms and required balloon dilatation. The status of the patients was not provided.